Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - over infusion could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim   it was reported by customer that inserted potassium chloride into channel and then y'd it into running tko (10ml/hr) but never programmed it.after they set up blood tubing and began blood for xx (duration 10-15 min), this they noticed bag of k was completely finished, despite drug never being programmed into channel.